Event description:
It was reported that the user experienced elevated blood glucose of 359 mg/dl with rising trend about one hour after a meal that had been properly announced while using the ilet system with a dexcom g7 and a contact detach infusion set; troubleshooting and education were provided, and a follow-up was planned to confirm glucose decline. Symptoms included no reported clinical symptoms. Outcomes included no functional impairment or need for medical intervention. Investigation included customer service troubleshooting and education. Investigation of this case revealed no device malfunction was identified and the cause of hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and not attributable to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.